Event description:
It was reported that a cartridge alarm 06 occurred with multiple cartridges. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Reportedly, the customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 127 mg/dl.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.